Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of lead noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.